Event description:
Pt became pregnant after a routine laparoscopic tubal sterilization using the band and applicator sys. According to the gynecologist, when a repeat tubal steilization was performed on 8/23/97, a band was found in the pt's abdomen. The gynecologist stated that the band had fallen off the fallopian tube from the original procedure performed on 5/9/97. The pregnancy was terminated on 8/23/97.